Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the failure was determined to be a loose internal connection between the therapy connector and therapy pcb. Physio reseated the connection and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
During routine testing, the customer reported that the device would not recognize the therapy cable connection and gave the "connect electrodes" message. The reported issue would prevent the device from providing defibrillation therapy.